Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: cracked/peeling insulation at shaft. Confirmed failure: cracked/peeling insulation at shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation was compromised.